Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Customer reported obtaining a sensor scan reading of 301 mg/dl and self-administering 3 units of insulin. Customer then obtained a built-in meter result of 136 mg/dl, and 25 minutes later obtained a sensor scan result of 454 mg/dl with a vertical trend arrow. 20 minutes after that, the customer obtained two sensor scan results of "hi" (higher than 500 mg/dl) and subsequently self-administered 6 units of insulin. The sensor continued to provide a "hi" result 20 minutes later. Customer then received built-in meter results of 27 mg/dl and 26 mg/dl. Customer further reported experiencing symptoms described as tachycardia tremors and little coordination, and was unable to self-treat. A family member administered glucagon as treatment, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Customer reported obtaining a sensor scan reading of 301 mg/dl and self-administering 3 units of insulin. Customer then obtained a built-in meter result of 136 mg/dl, and 25 minutes later obtained a sensor scan result of 454 mg/dl with a vertical trend arrow. 20 minutes after that, the customer obtained two sensor scan results of "hi" (higher than 500 mg/dl) and subsequently self-administered 6 units of insulin. The sensor continued to provide a "hi" result 20 minutes later. Customer then received built-in meter results of 27 mg/dl and 26 mg/dl. Customer further reported experiencing symptoms described as tachycardia tremors and little coordination, and was unable to self-treat. A family member administered glucagon as treatment, and no further treatment was reported. There was no report of death or permanent injury associated with this event.